Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular (nsrvo) alerts for post-paced t-wave oversensing. No changes or interventions were performed. The patient condition was unknown. No further information was reported.